Manufacturer narrative:
Retainer ring = black. On dec 14, 2021, the customer alleged replace battery alert and replace battery now alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. In further full review in the pump history found no replace battery alert on the event date of dec 14, 2021; however, found: low battery alarms 12/10/2021 at 22:48:00. Insert battery alarm 12/10/2021 at 22:49:09 and 12/14/2021 at 15:45:08. Device passed self test, sleep current measurement, active current measurement and displacement test. No unexpected replace battery alert or replace battery now alarm during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿in summary, insulin pump passed required testing. Customer alleged for replace battery alert and replace battery now alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. The customer did not receive a low battery alert prior to the replace battery alert, replace battery alarm or off no power alarm. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert, replace battery alarm or off no power without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.